Event description:
Medwatch was faxed from acromed and sent to them by FDA. The complainant seems to be the pt who is identified only as a 45 year old feamle; weighing 136. The device is identified as depuy motech titanium surgical mesh. They identify k number 900138 for verification. Device was implanted in 1998. Within 3 weeks it extruded into the inferior vena cava. On 7/31/1998 pt hemorrhaged with significant blood loss and received transfusions. She was revised and the vena cava was repaired. A bone screw was used. Fifteen days post explant the pt was readmitted with blood clots in both legs and the inferior vena cava. She was hospitalized for four weeks and received a greenfield vena cava filter replacement. She suffered further embolism and is now legally disabled with no peripheral vision due to embolisms of the eye. See medwatch for rest of the problem.